Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
Report 2 of 2: it was reported that while using bd vacutainer® eclipse¿ blood collection needle, the safety shield fell off of one needle. No patient impact reported. The following information was provided by the initial reporter: "customer reports that while engaging the safety shield, it fell off, resulting in a dirty needlestick. 2 instances of shield falling off, but only 1 instance of a needlestick due to the shield's failure."

Event description:
Report 2 of 2. It was reported that while using bd vacutainer® eclipse¿ blood collection needle, the safety shield fell off of one needle. No patient impact reported. The following information was provided by the initial reporter: "customer reports that while engaging the safety shield, it fell off, resulting in a dirty needlestick. 2 instances of shield falling off, but only 1 instance of a needlestick due to the shield's failure."

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.